Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The programmer powered on without issue, passed incoming testing, and remained powered for two days. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powers off without prompt. It was further reported that the programmer was intermittently unable to power on. It was noted that the programmer had been serviced for the same issue on several prior occasions. The programmer is expected to be returned for service. There was no patient involvement.